Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was educated by technical support that cartridge was only labeled for use up to 72 hours, which customer understood and acknowledged. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.